Event description:
An intraoperative femoral bone fracture occurred during hip replacement surgery when the stem was inserted. The surgeon used cable to fix the fracture. The surgeon reported that the fracture was likely related to handling, not the product. The surgeon confirmed that there were no problems at the one year evaluation. The report was the result of a post market survey so the event occurred in 2016 but wasn't reported until 2019.